Event description:
The spin brush cut the back of my mouth along the jaw point. Now that the cut has healed, I can no longer open my mouth fully. This makes trips to the dentist, eating a hamburger, etc. Very difficult. I wrote a letter to the company several weeks ago; however, I have not received a reply. Dates of use: (B)(6) 2011 - (B)(6) 2011.